Manufacturer narrative:
Device not returned.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the clear part over the sensor was coming off. There were no reported adverse consequences to the patient as a result of this event.